Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, it was noted that the device was in backup operation. Technical support was contacted and recommended device replacement. The device was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, device was in backup mode with battery at eri voltage level. Analysis of device image indicated that backup was triggered due to low battery fluctuations. Analysis performed after reloading product code did not reveal any anomalies with the device. The backup condition could not be reproduced and the cause of low battery fluctuations could not be determined. As a result of this finding, abbott is performing further investigation. Longevity assessment was performed based on average current drain, device¿s implanted duration exceeded 75% of projected longevity and is considered normal battery depletion.

Manufacturer narrative:
Correction: h10 device evaluation. As received, device was in backup mode with battery at eri voltage level. Analysis of device image indicated that backup was triggered due to non-maskable interference (nmi). Analysis performed after reloading product code did not reveal any anomalies with the device. The backup condition could not be reproduced and the cause of nmi could not be determined. As a result of this finding, abbott is performing further investigation. Longevity assessment was performed based on average current drain, device¿s implanted duration exceeded 75% of projected longevity and is considered normal battery depletion.